Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 528 mg/dl and was lowered with an injection of insulin. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The cartridge has been in use for three days.

Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.